Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place. Blank display due to pushed in battery tube. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked case near the corner of belt clip rails, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.